Manufacturer narrative:
The lead was not returned. Thus the investigation is based on the inspection of the quality documents associated with the manufacture of the lead as well as on an analysis of the ICD. The manufacturing process for the lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status mol2 and 28 charging cycles were recorded to the device memory. The memory content of the ICD was inspected, documenting that the shock impedance increased to greater than 150 ohms since (B)(6) 2018. No further peculiarities were noted during the inspection. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached and the shock impedance was as expected. In conclusion, the device was fully functional. There was no indication of a device malfunction.

Event description:
The patient was in a motorcycle accident. Since then, the shock impedance has been out of range. After a couple days, the shock impedance decreased to 80, but it was still high because it had been around 40 before the accident. The physician replaced this lead and the ICD.